Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 (air in tubing alarm), which occurred on the homechoice (hc) during peritoneal dialysis, dwell 6 of 6. The patient was connected at the time of the alarm. The cause of the alarm was not determined during troubleshooting by the baxter technical service representative (tsr). The tsr helped the patient to clear the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.